Event description:
Since having essure I have either not had a period or had awful pain with my periods along with heavy bleeding and blood clots. I have pain in my right lower back/hip region that won't go away. When I do have a period I feel like my vagina is going to fall out. I believe I am allergic to nickel and I do not understand why the nickel allergy test isn't required. Medwatcher #(B)(4).